Manufacturer narrative:
No product was returned for eval. Review of the device history record was not possible since the lot number was unavailable. Based on the info received, the cause of the bleeding could not be conclusively determined; however, the physician suspects the angio-seal was deployed subcutaneously and the surgeon found no angio-seal in the artery. The angio-seal device instruction for use (IFU) state that bleeding or hematoma at the puncture site is a possible risk or situation that may be associated with the use of the device or vascular access procedures. If this should occur, the IFU instruct the user to apply digital or manual pressure to the puncture site. If necessary, monitor pedal pulses. The IFU also precautions that when the device is used with obese pts, the tamper tube may not be long enough to be exposed or grasped at the skin. The fingers should be placed on either side of the suture, compressing the surrounding tissue, while attempting to expose the tamper tube. If necessary, a sterile hemostat may be used to grasp the tamper tube so the collagen can be tamped adequately.

Event description:
It was reported, following an antegrade single wall puncture during a percutaneous transluminal angioplasty (pta) procedure ,that an angio-seal was used to seal the arteriotomy. During deployment, massive bleeding occurred and the physician could not push down on the tamper tube. The suture was cut and manual compression was applied. Heparin, dose unk, was given during the procedure. The pt continued to bleed and lost over 2 liters of blood. The pt underwent surgical intervention where the arteriotomy was closed. The angio-seal was not found. The pt was weak, had bad kidney function and subsequently died the next day. The physician stated a large hematoma had formed before attempting to place the angio-seal and suspects the angio-seal was placed subcutaneously. The pt was reported as obese and was taking prescribed anti-coagulants.